Manufacturer narrative:
The actual device was not available for evaluation. All accessories provided within the set, including the drain bag, are single use products. Once used the drain bag must not be emptied and reused during the same therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The leakage was reported to have occurred one day after the start of therapy, therefore the cause was determined to be related to unintended use of the effluent bag. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex st100 set one day after the start of continuous renal replacement therapy. The bag was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.